Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient and no repeat procedure was performed. The customer states that the capsule had to be retrieved from the patient. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.